Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. Investigation summary: the device was inspected on-site at baptist memorial hospital in memphis, tennessee. Also in attendance during the inspection were senior marketing advanced stapling ethicon and the hospital¿s risk manager. Visual analysis of the sample determined that one plee60a device with a gst60g reload was present. Nothing unusual was observed about the device¿s clamping and opening mechanism or the anvil and channel. A gst60g reload was fully seated in the channel. The pan was securely attached to the reload body. The drivers were fully fired on the left side of the reload and partially-fired on the right side of the reload. Based on external observations, it appears the last double drivers to be fully lifted by the sled on the right-side of the reload was the third double driver from the proximal end of the reload. The adjacent single driver also appears to be the last driver to be lifted by the sled. While the pan was not removed to confirm that the sled and/or drivers were broken, the most likely failure mode was a damaged one-piece sled. Based on the visual analysis the event described is confirmed, however no conclusion or root cause could be determined. Hands on device functional analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x95m5d, and no non-conformances were identified

Event description:
It was reported that during the gastric sleeve procedure, while the doctor was using the plee60a and a gst60g reload he incurred a misfire. During the second firing he heard a slight ¿pop¿ during the firing sequence. Upon opening the jaws of the stapler he discovered the staples on one side of the cut line did not form. The staples on the stomach/patient side deployed but did not form ¿b¿s¿. The stapler had been swished/cleaned and fired correctly according to the IFU. The doctor had to sew the section of the stomach closed where the reload didn¿t fire properly. He used a lapra ty device to accomplish this and then applied vistaseal along the staple line. The surgery was delayed by 20 minutes. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.